Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the battery needing to be charged more frequently was due to the patient having more leads in use. Patient had settings changed and was shown a better way of using unit. It was reported that the battery was fully charged on (B)(6) before seeing the rep on (B)(6) patient reported having to recharge on (B)(6) because battery was almost dead. It was reported that it took 6.5 hours to fully recharge so the issue has not been resolved. Additional information was received from a rep. It was reported that the jolting was not mentioned to them and that they did add cycling to increase the charging interval. As previously discussed with the call to tech support. It was reported that charging interval was within normal range. It was reported that battery needing to be charged more frequently/ battery decreasing quicker had been resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient was charging too often. The rep stated the patient did not bring their recharger with them to check recharging statistics. The rep had a clinician programmer checked impedances. Therapy impedance was checked and was 169 ohms and electrode impedances normal range is between 600-700 ohms. The recharging interval was calculated: 1.4 anodes and 4 cathodes, 3.7v/240pw/60hz, therapy impedance: 169 ohms on 24/hours = 8.5 days; 4 anodes and 4 cathodes, 3.7v/240pw/60hz, therapy impedance 169 ohms, cycling on 5 sec and off 5 sec = 15 days; 5.1v/240pw/60hz, 4 anodes and 2 cathodes, therapy impedance 169 ohms = 5 days. It was suggested the rep looked at the recharger for recharging statistics. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had been having to charge every 4 days and with his previous neurostimulator (ins) implant he only had to charge every 3 or 4 weeks. The patient stated it was working and doing its thing but wanted to check why this could be happening. Patient stated this had been happening for 8 or 9 months. Patient stated that last time while picking up leaves, they received a hard jolt so they checked the battery this morning and at that point in the morning they had been charging for about 4 hours and it was not even half way charged. The battery was reported to have seemed like it was even decreasing. Patient also reported seeing the thermometer icon. Patient services (pss) reviewed the thermometer icon with patient. Patient stated battery was charging now and appeared to be getting full. Pss reviewed that the programmed settings can account for having to charge more frequently. Patient stated that their healthcare provider did adjust the settings with the new implant and did not report any complaints on new therapy. No further complications were reported or anticipated.